Manufacturer narrative:
Devices are not being returned for evaluation.

Event description:
It was reported that after a microscopical foraminotomy on a patients cervical vertebra slipped disk, paralytic symptoms were observed in the patient causing difficulty raising their arm. No device malfunction has been reported with this event.